Event description:
It was reported that perforation of the left ventricle and death occurred. Vascular access was obtained via a transfemoral approach. A large lotus introducer sheath was placed. A safari2 guide wire was positioned. A 27mm lotus edge valve was advanced on the safari2 guide wire into position to treat the moderately calcified native aortic valve. The 27mm lotus edge valve was deployed; however, the placement was not satisfactory. A partial re-sheathing of the 27mm lotus edge valve was performed for repositioning of the valve. A rapid decrease was noted in the patient's blood pressure. Emergent cardiac ultrasound revealed a hemopericardium. The decision was made not to implant the 27mm lotus edge valve . There was continuous flow of pericardial drainage that motivated the decision for a surgical procedure. A sternotomy was performed and the physician noticed a perforation of the left ventricle near the left atrium. Resuscitation efforts failed and the patient died.

Manufacturer narrative:
H3 device evaluated by MFR: procedural media was provided to aid in the investigation. The media was reviewed by a bsc quality engineer. The angiographic series made available for review were consistent with the reported event. A lotus edge valve is unsheathed in the annulus. It was noted that the guidewire and the nosecone move in the direction of the mitral valve as the valve is unsheathed. Once the valve has been brought to lock, the wire and nosecone can then be seen moving over and back from the lateral wall during the cardiac cycle. When tracking the wire, motion in the mitral valve throughout the cardiac cycle is somewhat out of ordinary, showing more compression and distortion in systole on the lateral wall. A lotus edge valve is subsequently deployed in a correct anatomical location. When the valve is fully deployed, the wire sits mid-ventricular and the nosecone has travelled into the region of the lateral wall and has an abnormal whipping motion. The partial recapture of the lotus edge valve that was reported was not shown in the media made available for review. The final series made available for review shows a contrast assessment through a pigtail catheter positioned in the left ventricle. The provided media was also reviewed by a bsc medical director. The pigtail is in non-coronary cusp. The safari wire, prior to device tracking, lies deep in the left ventricle (lv). When the tracking the wire, motion in the mitral valve throughout the cardiac cycle is somewhat out of ordinary, showing more compression and distorsion in systole on the lateral wall. A lotus edge valve is subsequently deployed in a correct anatomical location. When the valve is fully deployed, the wire sits mid-ventricular and the nosecone has traveled into the region of lateral wall, and has abnormal whipping motion. In the lao projection, the wire or the nosecone is at no point outside of the cardiac silhouette. The final lv angiogram shows a lv rupture and extravasation on the lateral wall with a severely depressed lv function. The available media from the valve implantation is consistent with a lv perforation, most likely caused already early in the procedure by the guidewire delivery in the left ventricle. The exact mechanism of the perforation cannot be determined.

Event description:
It was reported that perforation of the left ventricle and death occurred. Vascular access was obtained via a transfemoral approach. A large lotus introducer sheath was placed. A safari2 guide wire was positioned. A 27mm lotus edge valve was advanced on the safari2 guide wire into position to treat the moderately calcified native aortic valve. The 27mm lotus edge valve was deployed; however, the placement was not satisfactory. A partial re-sheathing of the 27mm lotus edge valve was performed for repositioning of the valve. A rapid decrease was noted in the patient's blood pressure. Emergent cardiac ultrasound revealed a hemopericardium. The decision was made not to implant the 27mm lotus edge valve . There was continuous flow of pericardial drainage that motivated the decision for a surgical procedure. A sternotomy was performed and the physician noticed a perforation of the left ventricle near the left atrium. Resuscitation efforts failed and the patient died.